Event description:
It was reported by the rep that the (1) hp0-52 was used during an unknown procedure. It was reported that the device received a solid tone from the generator and a screw broke off when the test tip was attached. The case was completed with another device with no pt consequence.